Event description:
It was reported to depuy acromed that an isola pedicle screw broke during final tightening. The screw broke after the nut was inserted. This screw was the final screw to be inserted into the construct so the screw was left in position. There were no other adverse consequences to the patient. The lot number was not available.